Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. The 70% stenosed target lesion being treated was located in the mildly tortuous and non-calcified distal marginal branch. A 3.00x16mm promus element plus stent was advanced and deployed. A 3.50x16mm promus element plus stent was then advanced and during deployment it was noted that the proximal end of the 3.00x16mm promus element plus stent was crushed approximately 3mm. A quantum apex balloon was advanced and post-dilation performed with good results. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by another device. (B)(4).